Manufacturer narrative:
H.6: the returned lens was found to have a rejectable scratch on the optic surface. There was no evidence of anything "stuck" to the lens as reported by the user facility. The MFR's internal reference # is 98l1987.

Event description:
User facility reports a vitrectomy was performed and it was lens-related.